Event description:
It was reported that 3-port manifold w/ext set malfunctioned on 139 occasions. The following information was provided by the initial reporter: material no: 20519e batch(lot) no: 20016722. It was reported from anesthesia that several extension tubing sets were found to have the distal port facing the wrong direction. There was no patient involvement. It was brought to my attention today that the same lot # for the bd smartsite extension set with the 3 port manifold that is used for anesthesia medications has a defect with some of the supply. The distal port is facing the wrong direction which makes the medication go up the line instead of down and into the patient¿s system.

Manufacturer narrative:
The following fields were updated due to additional information/corrections: b.5. Describe event or problem: it was reported that 3-port manifold w/ext set malfunctioned on 139 occasions. The following information was provided by the initial reporter: material no: 20519e batch(lot) no: 20016722 it was reported from anesthesia that several extension tubing sets were found to have the distal port facing the wrong direction. There was no patient involvement. It was brought to my attention today that the same lot # for the bd smartsite extension set with the 3 port manifold that is used for anesthesia medications has a defect with some of the supply. The distal port is facing the wrong direction which makes the medication go up the line instead of down and into the patient¿s system. D.4. Medical device lot #: 20016722. D.4. Medical device expiration date: 2023-01-20. H.4. Device manufacture date: 2020-01-20. D.10 device available for eval yes. D.10 returned to manufacturer on: 09/03/2020. Investigation conclusion a complaint of disassembly was received from the customer. Samples were sent in for investigation, and from these samples the complaint of disassembly could not be verified. Visual evaluation of the samples was performed with the assembly drawing. A device history record review for model 20519e lot number 20016722 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be established due to the issue not being verified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3-port manifold w/ext set malfunctioned on 134 occasions. The following information was provided by the initial reporter: material no: 20519e batch(lot) no: unknown. . It was reported from anesthesia that several extension tubing sets were found to have the distal port facing the wrong direction. There was no patient involvement. It was brought to my attention today that the same lot # for the bd smartsite extension set with the 3 port manifold that is used for anesthesia medications has a defect with some of the supply. The distal port is facing the wrong direction which makes the medication go up the line instead of down and into the patient¿s system.